Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error were noted. The device was received with operating currents within specification. The insulin pump passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with cracked case on the back at the battery tube area, cracked keypad overlay at select button, minor scratched display window, scratched case, scratched keypad overlay and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The insulin pump screen had a red x. The insulin pump will return.